Manufacturer narrative:
(B)(4).

Event description:
Study representative contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver ceased to function. No additional patient or event information is available.

Event description:
Study representative contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver did not work anymore.

Manufacturer narrative:
(B)(4)

Event description:
Study representative contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's recevier did not work anymore.no additional patient or event information is available.